Event description:
Three incidents of blood leaks with CT 190g dialyzers since the first of november. All three were confirmed by hemostix with an estimated blood loss of 200cc per incident. Treatments were discontinued and resumed with new disposables and completed without incident. The reuse numbers range from 6 to 27. Hcp reported that there were no pt injuries or medical interventions associated with these incidents.